Manufacturer narrative:
Reliability analysis one opened/used enlite sensor was inspected and performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, sensor failed per specifications due to found sensor was broken or missing part.

Event description:
The caller reported via phone call that the sensor failed after four days of use. The caller stated that upon removal, they noticed that the sensor was bent. Blood glucose level at the time of the incident was 193 mg/dl. The caller was advised that the sensor would be replaced and agreed to return the device for analysis.